Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin and using infusion pump supplies for longer than labeling instructions. Tandem technical support informed the customer that fiasp and using pump supplies longer than label instructions are off label per tandem user guide. Customer has both cleared alarm and changed the pump supplies to address the issue. The customer's blood glucose ranged from 120-200 mg/dl.